Event description:
The customer reported that while the unit was in use on a patient, the unit would not go into standby. Therapy was continued. No patient injury was reported. When the unit was not in use on a patient, the unit would not come out of standby and into assist mode.